Manufacturer narrative:
On previously reported, a ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a service required code was found in the ventilator's downloaded error log. The device's oxygen blending module board and interface board were replaced to address the issues. During the evaluation of the device at the third-party service center, the device failed a test step during testing. The device's sensor board was replaced to address the issue.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a service required code was found in the ventilator's downloaded error log. The device's oxygen blending module board and interface board were replaced to address the issues.